Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #8206621. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It has been reported that the swab alcohol 100 bx 1200 has been found experiencing three occurrences of containing foreign matter during use. The following has been provided by the initial reporter: it was reported that foreign matter was found on swabs. Verbatim: from phone call: consumer calling informed discarded the box but has 1 swab from this box with lot # 8206621e. Item # 326895. Discarded the samples in question with little debris size of 1/3 of a qtip. Verbatim from email below: sent: monday, october 7, 2019 7:59 am today, I opened an alcohol swab and found it was contaminated. This is at least the third time I have found a swab with foreign materials on it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the swab alcohol 100 bx 1200 has been found experiencing three occurrences of containing foreign matter during use. The following has been provided by the initial reporter: it was reported that foreign matter was found on swabs. Verbatim: from phone call: consumer calling informed discarded the box but has 1 swab from this box with lot # 8206621e. Item # 326895. Discarded the samples in question with little debris size of 1/3 of a qtip. Verbatim from email below: sent: monday, (B)(6) 2019 7:59 am. Today, I opened an alcohol swab and found it was contaminated. This is at least the third time I have found a swab with foreign materials on it.